Event description:
Pt states catheter had small burr on the end of it which scratched the urethra causing bleeding and discomfort. Pt saw urologist. No medical intervention or drugs were required. Pt seems fine now, but wanted MFR to be aware of this. Pt threw catheter away.